Event description:
It was reported that the power cord has a nick in it; wires are exposed. Additionally the tank has cracks in it. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found wear and tear damaged enclosure, plate clip, front cover, cracked tank cover and damaged line cord. The line cord was nicked confirming the customer complaint. The root cause of the reported issue was found to be customer damage as something put a cut in the line cord. Replaced the enclosure, tank cover, plate clip, line cord, pole clamp, and front cover. Device passed all functional testing.